Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/03/2017,that the patient passed away on (B)(6) 2017. The patient's son reported that the patient was found on the floor of his room and the son called the paramedics. The sheriff's department pronounced the patient deceased at 1:00am on (B)(6) 2017. The patient's body was taken by the funeral mortuary. It was indicated that the patient had dementia and experienced a heart attack. The cause of death was reported as heart failure. The patient was wearing the continuous glucose monitor (cgm) at the time of death, however, there was no alleged malfunction of the device. Patient's son contacted dexcom to cancel patient's account. A certificate of death was not provided. No additional event or patient information is available.